Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated that there are two scratches above act button on screen by the edge and other scratch is towards the middle above the esc button. Customer is able to read screen and stated pump is functioning as designed. The customer was advised to perform a self-test and test passed. The customer was able perform displacement test and it passed. The customer was advised to monitor insulin pump.